Event description:
It was reported that the ventilator shut down with no audible alarm while connected to the pt. The pt was struggling to breathe and had to be manually ventilated until placed on the back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na.